Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 3 yrs post right tka, the (B)(6) y/o female patient was revised. He suspected the insert had premature wear and decided to swap it for a new one. Upon removal of the old insert, it appeared to have zero wear. He ended up swapping a 9mm for a 10mm. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to implant went to risk management at the hospital.

Manufacturer narrative:
After further review of additional information received the following sections d4, g3, as reported, approximately 3 yrs post right tka, the 63 y/o female patient was revised. He suspected the insert had premature wear and decided to swap it for a new one. Upon removal of the old insert, it appeared to have zero wear. He ended up swapping a 9mm for a 10mm. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to implant went to risk management at the hospital. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions. Therefore, this event was determined to be not reportable. The reported device malfunction did not cause or contribute to a serious deterioration in state of health or death and is not likely to cause or contribute to a serious deterioration in state of health or death if the malfunction were to recur.